Event description:
Per report received from france, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the balloon burst after the valve deployment. During the removal of the system, the device got stuck at the level of the right common femoral aorta. During the attempts to remove the device, it was observed an ischemia of the right foot. The device was removed by a vascular surgeon under genera anesthesia. On pod 1, a new ischemia was observed requiring emergency surgical revision with femoral bypass.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "balloon burst" and "withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through vasculature" were confirmed by visual inspection of the provided imaging. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "during the procedure, the balloon burst after the valve deployment. During the removal of the system, the device got stuck at the level of the right common femoral aorta. During the attempts to remove the device, it was observe an ischemia of the right foot." "Balloon burst" the balloon burst could potentially result from unfavored physical interactions between the inflation balloon material and the implant site with rigid characteristics (i.e. Calcified annulus/leaflets, pre-existing valve) or it could result from over-inflation due to be subjected to excessive burst pressure. In this case, no details were provided with respect to patient anatomy while the inflation was performed with nominal volume. Therefore, the root cause of burst balloon remains unknown. "Withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through vasculature" as the balloon was burst, the altered balloon profile could have made it susceptible to catching on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As such, available information suggests procedural factors (withdrawal of a burst balloon) could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.